Event description:
I purchased a toothbrush for my grandson. It fell apart, the head of it cracked and in between the root of where the bristles had been planted into the plastic holes in the toothbrush, were small square pieces of sharp edged metal. If this had broken in his mouth he would have shredded his skin. Retailer gift shop in (B)(6). Explantation: I saved all pieces. (B)(4).